Manufacturer narrative:
(B)(4). The reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2017-01433. It was reported one of the patient's leads migrated downward thus the patient underwent surgical intervention on (B)(6) 2017 where the leads were repositioned and anchors implanted.the patient is receiving effective therapy postoperatively.